Manufacturer narrative:
The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. A search in the sap system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient experienced suspected peritonitis. The nurse stated the patient did not adhere to proper aseptic technique and the patient also had a gastrointestinal issue which may have caused the peritonitis. The patient was cultured on (B)(6) 2016 and treated with cefazolin 1200mg daily and ceftazidime 1200 mg daily for two weeks.

Manufacturer narrative:
Medical records were received and reviewed accordingly. There was no documentation in the medical record revealing the cause of the patient¿s peritonitis. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler set and the peritonitis.